Event description:
It was reported that a pump refill was performed on (B) (6) 2010. The drug was changed to a different drug. The hcp did not program a bridge bolus as he calculated the equivalent dosing of morphine to dilaudid and there "was no significant flow rate change". The pt presented to the ER the following day as he was not feeling well. The pt experienced dizziness, heaviness in the chest and overall feeling of being sedated while remaining pain free. The hcp saw the pt in the ER and a dose adjustment was made reducing the dilaudid dose by 36 percent. The pt was doing better and was without symptoms at the time of the report.

Manufacturer narrative:
(B) (4).